Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported that the insulin pump alarmed motor error during priming. The blood glucose reading was 289mg/dl. Troubleshooting was performed. The caller mentioned that the drive support cap appears normal. The customer stated that the insulin pump was exposed to a high magnetic field when he flew six to eight months ago. Assisted the customer to run the displacement test and failed. Advised the customer that the insulin pump would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.